Event description:
Patient reported "capsular contracture baker grade iii and tenderness; implants were not coming down". This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, d6b, g2, h6

Event description:
Patient reported "capsular contracture baker grade iii and tenderness; implants were not coming down". This record is for the right side. Healthcare professional later confirmed right side no complaint against the device. Device has been explanted.